Event description:
It was reported that charger power port needed to be wiggled for device to begin charging. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.